Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The following was reported: "left total knee. The revision today was due to excess scar tissue formation resulting in limited range of motion. The joint was exposed, scar tissue removed and the insert was replaced with a thinner insert to allow greater range of motion. The use of mako during the index procedure was not thought to have contributed to this complication. No further information is available from the doctor or hospital."